Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 16jul2021: the procedure being performed was a laser lithotripsy and stone retrieval. The stone was located in the distal ureter. A laser was used during the procedure. No part was separated. The devices were tested prior to use. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to this occurrence. No adverse effects were reported due to this occurrence.

Manufacturer narrative:
PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on.

Event description:
As reported, while using a ngage nitinol stone extractor the physician noticed the basket was not opening correctly after just a few passes (patient reference (B)(4)). The physician requested a second device and upon inspection noticed that the new ngage device was not closing all the way (patient reference (B)(4)). This device was not used in the patient. A third device was opened and used to successfully complete the procedure. The physician was using a macro-6 scope and potentially though the working channel may be smaller than other scopes, but this is not confirmed. Additional patient outcome, event details, and product information have been requested.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during a laser lithotripsy and ureteral stone retrieval, an unspecified ngage nitinol stone extractor was not opening correctly after a few passes (manufacturer report # 1820334-2021-01738). A second ngage basket was then opened and was also found to not close all the way. A third basket was opened and used to successfully complete the procedure. A laser was used during the procedure. No part was separated. The devices were tested prior to use. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to this occurrence. No adverse effects were reported due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One device was returned in the original opened pouch without the plastic shipping tray. The sheath of the device was in a knot. A functional test found the basket would not function. The basket sheath was kinked. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Reviews of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device is provided with instructions for use which states, ¿excessive force could damage device.¿ based on the available information, cook has concluded that a cause for this issue could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.